Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented to the hospital after receiving patient notification alert, device was found to reach eri. Premature battery depletion was suspected. Device was explanted and replaced. Patient¿s condition was stable.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported premature battery depletion was confirmed in the laboratory and was due to high current drain. High current was traced to the hybrid. The cause of the excess current on the hybrid was hybrid anomaly.